Event description:
It was reported that during da vinci-assisted low anterior resection (lar) surgical procedure, the customer contacted intuitive technical support engineer (tse) to report that the tip-up fenestrated grasper instrument's tip broke. The customer removed the instrument with cannula and converted to laparoscopic surgery. Tse advised customer to remove instrument from the cannula by use tool. The procedure was completed laparoscopically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was a tendency for bleeding from the beginning of the surgery, and at the point when the instrument became stuck, all that remained to be done was intestinal transection, so it was decided to continue with laparoscopy for the remainder of the procedure. It was unknown if the port size was increased, or additional ports were added. No injury to the patient. The tip did not detach completely from tip-up fenestrated grasper.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the tip-up fenestrated grasper instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.